Event description:
This polaris adjustable pressure valve spv was implanted to a patient with a pressure adjusted to 30mm h20. Since the patient presented shrinking of ventricles, the doctor changed the pressure of the spv to 70mmh20 on july 6 and raised it gradually to 200mmh20. Then, he revised the valve with sm8 on september 1.

Event description:
This polaris adjustable pressure valve spv was implanted to a pt with a pressure adjusted to 30 mmh2o. Since the pt presented shrinking of ventricles, the dr changed the pressure of the spv to 70 mmh2o and raised it gradually to 200 mmh2o. Then, he revised the valve with sm8 in 2005.